Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "exchange due to concerns with the product". Another healthcare professional reported he currently has possession of implanting/explanting healthcare professional operative report stating "rupture on an unknown side". This record is for the left side. Device has been explanted.